Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; 638bl36 heart band, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was noted with high impedance since implant, the impedance has risen in bipolar mode. The capture threshold has also slightly increased since implant. Damage to the lead wire was suspected. The lead remains in use. No patient complications have been reported as a result of this event.